Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure to treat atrial fibrillation the farawave catheter was selected for use, guide wire stuck and would not advance or pull back in catheter. Pulsing septal area of left pulmonary veins. Pulled catheter out of body. Noticed inner lumen guide between splines missing. The physician requested to cut top of catheter off to make sure lumen guide did not come off in patient. Lumen guide is in the catheter lumen. No tissue was seen. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pfa procedure to treat atrial fibrillation the farawave catheter was selected for use, guide wire stuck and would not advance or pull back in catheter. Pulsing septal area of left pulmonary veins. Pulled catheter out of body. Noticed inner lumen guide between splines missing. The physician requested to cut top of catheter off to make sure lumen guide did not come off in patient. Lumen guide is in the catheter lumen. No tissue was seen. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis. New information was received per gfe: the guide wire lumen came detached and was pulled down into the catheter. The lot number for the merit inquire guidewire is not available. A new wire was opened. No tissue was seen. They were not able to remove the guide wire; it was in the catheter. There was resistance, which indicated a problem with the catheter. The guide wire was only inserted and advanced one time. No pictures are available. Heparin was given pre-transeptal. The case was performed on non-interrupted anticoagulant. The act was 382. Ice and mapping were used.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. The catheter was returned without the spline cage and part of the shaft cut. A test guidewire was successfully inserted through the catheter without difficulty. Due to the condition of the catheter upon return to boston scientific's post market laboratory, the cause of the reported guidewire lumen detachment could not be confirmed. Additionally, as the guidewire could be successfully inserted through the catheter during testing, the reported stuck guidewire event was not confirmed.